Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient did not prime the fill line. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Label review was performed and the review found the labeling adequate for the user error in the complaint. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with air infusion while using the homechoice (hc) during therapy. The patient stated they felt like they were getting infused with air. Gts reviewed the patient's therapy steps and determined that the patient was not priming the fill line and was getting infused with air during therapy. Gts reviewed proper procedure with the patient. No injury or medical intervention was reported.